Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the user is not able to set the alarm values; navigation ring is inop. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
(B)(4).